Event description:
It was reported that during an implant attempt the right ventricular (rv) lead thresholds were in range at 1.2v at 0.4ms, and the lead was implanted in the bundle of his. While the patient was still on the operating table, the threshold rose to 4.75v at 0.4ms, and intermittent loss of capture was noted. It was further reported that the rv sensing decreased. The physician elected to reopen the pocket and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and the helix of the lead was extrinsically bent.